Event description:
It was reported that the patient's lead had high impedances and the patient lost effective therapy. Surgical intervention was undertaken wherein the patient's lead was replaced. The ipg was replaced electively as well. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight, further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.